Event description:
It was reported that the pt missed their scheduled refill. Nine days later, the pt was in severe withdrawal. The physician stated that the pt was "life flighted " the pt's cpk (creatine phosphokinase) level was over 7000. The pt was taking oral medication. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.